Manufacturer narrative:
Concomitant therapies: juvéderm® ultra 2. (B)(4). The events of tumors, edema, sore throat, pain, suspected herpes, tenderness, weakness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of tumors, edema, sore throat, pain, suspected herpes, tenderness, weakness as follows: precautions for use ¿ "there is no available clinical data concerning the tolerance of a juvéderm® voluma¿ with lidocaine injection in patients presenting a history of severe multiple allergies or anaphylactic shock. The medical practitioner must therefore decide on the indication according to each individual case, according to the nature of the allergy, and must provide these at-risk patients with individual surveillance. In particular, the decision may be made to provide a double test or preventive, adapted treatment prior to any injection. ¿ the combination of juvéderm® voluma¿ with lidocaine with certain drugs that reduce or inhibit hepatic metabolism (cimetidine, betablockers, etc.) Is inadvisable." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Additional information from translation: healthcare professional reports patient was injected to the cheeks and jaw line with juvéderm® voluma with lidocaine as well as concomitant injection in the upper lip area, nasolabial folds, and corners of the mouth with juvéderm® volift with lidocaine and to the area between the eyebrows and crow's feet with juvéderm® ultra 2. Five months later after flying overseas patient developed tumors in the mouth corner areas, then edema of the upper lip and palpable tumors on the side of the mucosa. Patient also had a sore throat at the time but assumed it was due to cold drinks. The patient's pain resolved within a few days. After a week patient developed edema in the lower jaw area and visited a physician overseas who suspected herpes and prescribed topical acyclovir and oral ebastine. These lesions were not painful when they first appeared but became painful (especially during meals) several days later when the patient returned home. In addition to the previously prescribed medications the patient added aulin on their own. The earlier lesions have diminished, but new tumor-type lesions appeared at the injection site and presently there is tenderness in the upper cheek areas. For the past two weeks the patient has had weakness with no fever. The injecting physician prescribed cipronex, probiotic, encorton, ranigast, and aleric lora. Upon review, the patient continues with tumors in the corners of the mouth that are pea and cherry sized, edema of the upper lip, palpable tumors on the side of the mucosa and two tumors along the lower jaw line (these are the largest and most tender). Patient was taking zuma for the last 3 weeks (a dietary supplement for the eyes) however the injecting physician told the patient to discontinue it. Patient has also been on a gluten-free diet for the past 6 weeks. Prior to symptom onset the patient changed their cream and then immediately discontinued it on their own and has no previous allergies to creams. Patient was taking bisocard at the time of injection.

Manufacturer narrative:
Medwatch sent to FDA on 11/24/2015. Further information from the reporter regarding event, product, or patient details has been requested. A translation of the initial report has additionally been requested. No additional information is available at this time. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of nodules as follows: undesirable effects . "The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient to the cheeks and jaw line with juvéderm® voluma lidocaine. Approximately 5.5 months later, patient developed nodules on the jaw line. Treatment was given and symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 02/02/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information from translation: healthcare professional reports patient was injected to the cheeks and jaw line with juvederm voluma with lidocaine as well as concomitant injection in the upper lip area, nasolabial folds, and corners of the mouth with juvederm volift with lidocaine and to the area between the eyebrows and crow's feet with juvederm ultra 2. Five months later after flying overseas patient developed tumors in the mouth corner areas, then edema of the upper lip and palpable tumors on the side of the mucosa. Patient also had a sore throat at the time but assumed it was due to cold drinks. The patient's pain resolved within a few days. After a week patient developed edema in the lower jaw area and visited a physician overseas who suspected herpes and prescribed topical acyclovir and oral ebastine. These lesions were not painful when they first appeared but became painful (especially during meals) several days later when the patient returned home. In addition to the previously prescribed medications the patient added aulin on their own. The earlier lesions have diminished, but new tumor-type lesions appeared at the injection site and presently there is tenderness in the upper cheek areas. For the past two weeks the patient has had weakness with no fever. The injecting physician prescribed cipronex, probiotic, encorton, ranigast, and aleric lora. Upon review, the patient continues with tumors in the corners of the mouth that are pea and cherry sized, edema of the upper lip, palpable tumors on the side of the mucosa and two tumors along the lower jaw line (these are the largest and most tender). Patient was taking zuma for the last 3 weeks (a dietary supplement for the eyes) however the injecting physician told the patient to discontinue it. Patient has also been on a gluten-free diet for the past 6 weeks. Prior to symptom onset the patient changed their cream and then immediately discontinued it on their own and has no previous allergies to creams. Patient was taking bisocard at the time of injection.